Event description:
Pt reported a burning sensation at the ins location. She discussed the problem with a company rep, and went to her doctor, and was successfully reprogrammed, but "still getting a hot sensation from the unit".

Manufacturer narrative:
(B) (4).